Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized and began treatment with injection of vancomycin (1 gram, discontinued the same day, route not reported), injection of amikacin (100mg daily, ongoing, route not reported) and injection of imipenem (1 gram daily, ongoing, route not reported). On an unknown date, pd therapy was discontinued. At the time of this report the patient was recovering from the peritonitis event. No additional information is available.